Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. Troubleshooting was performed. Customer's blood glucose level was unknown at the time of incident. It was reported that the insulin pump was not dropped or bumped and that the drive support cap appeared correct. The insulin pump will not be returned for analysis.